Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported the trial patient had diarrhea last night. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. On (B)(6) 2017 the trial patient reported their device did not seem to be working. They spoke with their doctor and an error message of "cannot provide desired setting; please connect with your clinician¿ was seen. It was noted that the manufacturer¿s representative stated that one of the wires had come out of their back and that is why the error message was seen. The patient was changed from the right lead to the left lead. They were able to feel the stimulation and ¿things were working¿. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.